Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with no issues noted related to the reported problem. A leak test, clear passage test, and clamps function testing were performed with no issues noted. The reported problem was not able to be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there were cracks on the "light blue main body" of the minicap transfer set. This observation was made outside of patient use. No additional information is available.